Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "attach pads" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll canada field service technician at the customer's site. The customer's report was duplicated and attributed to a defective mfc cable. The mfc cable was replaced to resolve the report. The device passed all final tests. The device was recertified for normal operation. Analysis for reports of this type has not identified an increase in trend.